Event description:
As reported by the field clinical specialist (fcs), the patient had native aortic valve insufficiency and underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure using a 23 mm sapien 3 valve. Approximately 6 years and 24 days after the tavr procedure, cardiac catheterization revealed severe valve stenosis with a mean gradient of 48 mmhg and mild central aortic insufficiency. Approximately 6 years, 4 months, and 11 days after the tavr procedure, computed tomography (CT) showed signs of hypoattenuated leaflet thickening (halt). There was a discussion regarding having the patient on anticoagulation and then re-assessing the gradient or proceeding with a planned valve-in-valve. Subsequently, additional information was received from the fcs. It was revealed that the patient was symptomatic with shortness of breath (sob). Approximately 6 years, 4 months, and 22 days after the initial tavr procedure, the patient underwent a valve-in-valve tavr procedure using a 20 mm sapien 3 ultra resilia valve. A pre-dilation was performed with a 20 mm non-edwards balloon. The 20 mm sapien 3 ultra resilia valve was successfully implanted within the 23 mm sapien 3 valve. The post mean gradient was 3 mmhg. There were no complications and the patient is in recovery. Imagery was received for evaluation. A review of the imagery revealed significant halt, more prominent posteriorly. The 23 mm sapien 3 valve was noted to be slightly under-expanded at 21.6 mm at mid valve (0.5 mm added for outer diameter). The valve appeared to be in good position. No calcification was observed on any leaflets.

Manufacturer narrative:
The device was used in off-label implantation in the aortic position. As there are no specific IFU or training materials related to off-label aortic procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, the sapien transcatheter heart valves (thv) are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Although a definitive root cause was unable to be determined, the event could be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.